Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and hardware low level alarm. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer stated that the display did not return. Customer stated that the insulin pump had a battery failed alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Hardware low level failures confirmed in pump history with variable due broken trace at pin 1 on keypad assembly. No battery alert/blank display noted during testing.